Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2605 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after getting essure") in a 32 year-old female patient who had essure inserted (lot no. C22920, csooohv) for female sterilisation. The patient had a medical history of drug allergy (to codeine and all opioids(itching)), nulliparous, nulli gravida and ovarian cyst. No known metal allergies. Previously administered products included: spiro and nexplanon. Concurrent conditions were listed as acne (severe) and celiac disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2605 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery-no. She had essure done in 2015 and just now reading about the potential health risks it may present and am wondering if patient¿s celiac and severe acne may have been triggered by it...among other health issues. She had essure placed in 2015 and pretty sure her celiac and general chronic inflammation is a result of the coils or pet fibers within them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kg. [Computerised tomogram] on (B)(6) 2021: CT abd/pelvis ((B)(6) 2020): findings/impression: no evidence of colitis, diverticulitis, or appendicitis. Bilateral tubal occlusion devices are present. The abdominal and pelvic organs are grossly normal in morphology and enhancement pattern. [Hysterosalpingogram] on (B)(6) 2016: history: evaluate essure placement. Findings: endometrial cavity: normal in size and configuration without congenital anomaly nor intraluminal filling defects. Fallopian tubes: the essure devices are well-positioned within the proximal fallopian tubes bilaterally. Both tubes are occluded at the cornua. Other: negative. Impression bilateral tubal occlusion. [Hysteroscopy] on (B)(6) 2015: bilateral placement was successful, but was also very stenotic requiring gentle pressure for insertion in both tubes. 1st coil bent thus had to get another essure and did not encounter same issue with close visualization and gently steady application. Right side: 5 coils; left side: 3 coils [pathology test] on (B)(6) 2022: tube, right, salpingectomy: - segment of benign tube with fimbria.- fragment of benign endometrial and myometrial tissue. Tube, left, salpingectomy:- segment of benign tube with fimbria. Clinical history: presence of essure implant contraceptive. Female pelvic pain. Gross description: the specimen is designated 'right tube with essure coils. Received in formalin is a 8.0 cm in length by up to 0.6 cm in diameter pink-tan fimbriated fallopian tube. There is an approximately 3.0 cm in length x 0.2 cm in diameter metallic coil within the lumen of the proximal fallopian tube, extending 0.3 cm from the proximal resection margin. Also accompanying the specimen is a 1.5 x 1.5 x 0.4 cm aggregate of tan-white ragged soft tissue. The metallic coil is retained. The specimen is designated 'left tube with essure coils. Received in formalin is a 8.2 cm in length x up to 0.4 cm in diameter purple tan fimbriated fallopian tube. There is a 3.2 cm in length x 0.3 cm in diameter metallic coil within the proximal end of the fallopian tube lumen. The metallic coil is retained. [Pregnancy test urine] on (B)(6) 2022: negative. [Surgery] on (B)(6) 2022: indications: g0p0000 female with prior essure procedure and pelvic pain who desires removal of essure coils with salpingectomies. Findings: hysteroscopy: normal endometrial cavity, no essure coils visible. Laparoscopy: normal uterus, tubes and ovaries bilaterally, normal appendix and liver edge. Mild adhesions between sigmoid colon and left pelvic sidewall. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical device removal replaced with pelvic pain. Surgical pathology report added. Medical history & lab data updated & reporter information updated. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2605 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after getting essure") in a 32 year-old female patient who had essure inserted (lot no. C22920, csooohv) for female sterilisation. The patient had a medical history of allergic reaction to analgesics (to codeine and all opioids(itching)), nulliparous, nulli gravida and ovarian cyst. No known metal allergies. Previously administered products included: spiro and nexplanon. Concurrent conditions were listed as acne (severe) and celiac disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2605 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery-no. She had essure done in 2015 and just now reading about the potential health risks it may present and am wondering if patient¿s celiac and severe acne may have been triggered by it...among other health issues. She had essure placed in 2015 and pretty sure her celiac and general chronic inflammation is a result of the coils or pet fibers within them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kg. [Computerised tomogram] on (B)(6) 2021: CT abd/pelvis ((B)(6) 2020): findings/impression: no evidence of colitis, diverticulitis, or appendicitis. Bilateral tubal occlusion devices are present. The abdominal and pelvic organs are grossly normal in morphology and enhancement pattern [hysterosalpingogram] on (B)(6) 2016: history: evaluate essure placement. Findings: endometrial cavity: normal in size and configuration without congenital anomaly nor intraluminal filling defects. Fallopian tubes: the essure devices are well-positioned within the proximal fallopian tubes bilaterally. Both tubes are occluded at the cornua. Other: negative. Impression bilateral tubal occlusion [hysteroscopy] on (B)(6) 2015: 1. Bilateral placement was successful, but was also very stenotic requiring gentle pressure for insertion in both tubes. 1st coil bent thus had to get another essure and did not encounter same issue with close visualization and gently steady application. Right side: 5 coils; left side: 3 coils [pathology test] on (B)(6) 2022: a. Tube, right, salpingectomy: - segment of benign tube with fimbria.- fragment of benign endometrial and myometrial tissue. B. Tube, left, salpingectomy:- segment of benign tube with fimbria. Clinical history: presence of essure implant contraceptive. Female pelvic pain. Gross description: a. The specimen is designated 'right tube with essure coils. Received in formalin is a 8.0 cm in length by up to 0.6 cm in diameter pink-tan fimbriated fallopian tube. There is an approximately 3.0 cm in length x 0.2 cm in diameter metallic coil within the lumen of the proximal fallopian tube, extending 0.3 cm from the proximal resection margin. Also accompanying the specimen is a 1.5 x 1.5 x 0.4 cm aggregate of tan-white ragged soft tissue. The metallic coil is retained. B. The specimen is designated 'left tube with essure coils. Received in formalin is a 8.2 cm in length x up to 0.4 cm in diameter purple tan fimbriated fallopian tube. There is a 3.2 cm in length x 0.3 cm in diameter metallic coil within the proximal end of the fallopian tube lumen. The metallic coil is retained. [Pregnancy test urine] on (B)(6) 2022: negative. [Surgery] on (B)(6) 2022: indications: g0p0000 female with prior essure procedure and pelvic pain who desires removal of essure coils with salpingectomies. Findings: hysteroscopy: normal endometrial cavity, no essure coils visible. Laparoscopy: normal uterus, tubes and ovaries bilaterally, normal appendix and liver edge. Mild adhesions between sigmoid colon and left pelvic sidewall. Batch no~c22920 production date~2014-02-13 expiration date 2017-02-28. Batch no~cs000hv production date 2014-02-13 expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.